Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the on the leg. The patient reported cannula being bent. For treatment, the patient changed out the pod, drank water and gave correction boluses. The pod was discarded.